Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device returned with a detachment on the hypotube 66.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 5cm proximal/distal to the detachment site. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use an nc euphora rx ptca balloon catheter to treat a lesion in the lcx. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that the catheter portion of the device broke during advancement through the guide catheter, before reaching the lesion. The device did not break in two. The damage occurred inside the guide catheter, when the guide catheter was in the patient. The device was pulled back and removed fully. Patient status post-procedure is alive with no injury. The procedure was completed with another nc euphora. Device returned detached